Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('horrific periods') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required). The patient was treated with surgery (agreed to do hysterectomy). At the time of the report, the menstrual disorder outcome was unknown. The reporter considered menstrual disorder to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: abnormal menses. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('horrific periods') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required). The patient was treated with surgery (agreed to do hysterectomy). At the time of the report, the menstrual disorder outcome was unknown. The reporter considered menstrual disorder to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: abnormal menses. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.